Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the pacemaker exhibited premature battery depletion. The reported device was left in the body and a replacement device was implanted on (B)(6) 2022. The patient was discharged from hospital.